Event description:
Initial reporter indicated that their daughter had been admitted to hosp for treatment of pneumonia and respiratory problems. They reported that they felt their pt's vns generator "had a dead battery." They felt that was what caused the decline in their pt's condition and need to be hospitalized. The pt had their vns generator replaced. The generator was returned to the MFR and met product specifications during analysis . Analysis indicated that the device had reached normal end of battery life. Good faith attempts are being made for add'l info about the reported events and their relationship to the pt's vns therapy.